Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the keypad along with damage in screen. Customer reported pump was chewed by his dog. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer returned device for an alleged cosmetic damage on the lcd and keypad overlay, and blank display found on september 3, 2022. Received device with intermittent keypad. Unable to perform the displacement test, sleep current test, active current test and self test. No blank display noted during testing. Received stuck key alarm during analysis. Unable to redownload device history and traces due to intermittent keypad. No power alerts/alarms listed in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Keypad overlay was peeled and found damaged keypad domes. Unresponsive keypad due to damage keypad domes. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window (minor), flattened dome (creased), dog chew marks, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage confirmed on the lcd and keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Unresponsive keypad confirmed due to damaged keypad domes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.